Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged damage to the cartridge compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/25/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated; the cartridge compartment was undamaged. Unrelated to the original complaint, the battery compartment was noted to be cracked in multiple places. In addition, the display was dim and discolored.